Event description:
During follow up, atrial lead dislodgement was confirmed via imaging when the ventricular safety pacing was showing a functional loss of capture in the ventricle. The lead will be revised. Additional information has been requested but not yet received. The patient is in stable condition.